Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side rupture diagnosed by MRI. Device status unknown.